Event description:
It was reported that during a procedure at the user facility the core impaction drill was emitting black smoke. There were no flames, odor, or heat reported. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician was unable to duplicate the reported smoke but noted that the flex assembly on the motor cartridge was damaged. A damaged flex assembly can cause smoke.